Event description:
A permanently fixed needle on a retractable insulin syringe separated from syringe and remained in pt. Nurse removed needle embedded in pt was stuck by needle. Needle should not have been able to separate from syringe.